Event description:
It was reported that, the patient underwent surgery on (B)(6) 2026, for a complex fracture of the proximal femur, treated with a long gamma4 nail. He remained non-weight-bearing for six weeks. A follow-up x-ray performed at that time confirmed that the reduction was stable and that healing had begun. Weight-bearing was then permitted. However, just one month after resuming weight-bearing, the patient experienced a fracture of the osteosynthesis hardware. Upon review of the provided x-rays, deformation of one locking screw was identified. He will undergo reoperation on june 8 for a complex revision procedure involving the removal of the fractured nail, followed by a new osteosynthesis using a long dcs plate combined with a bone graft.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.